Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they feel that the battery may be "running down" as they are no longer feeling anything from the device. Follow up with the physician indicated that the patient has not been seen in several years. The device is still in use. No patient complications have been reported as a result of this event.